Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. During procedure, the coating was peeled off. This damaged did not occurred during procedure. It did not occur inside the patient body. There was no difficulties in patient anatomical. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.